Event description:
As reported by the user facility: description of the patient event: infusing zofran and spin lock collar came off distal end of set, patient exposed to chemo. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with packaging and (1) one photo were provided for evaluation. The sample and photograph returned were both visually evaluated; it was noted the sample was disconnected at the bonded joint between the tubing and male adaptor. During evaluation of the physical sample no solvent was observed. Based on the evaluation results, the reported defect of detachment was confirmed. Retained units were evaluated and passed the internal testing. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences.